Manufacturer narrative:
No sample is available for the manufacturer for evaluate. A follow-up report will be sent when investigation is completed.

Event description:
The event is reported as: per (B)(6) affiliate: "catheter has snapped off inside the child's body." Additional information received: catheter broke at the funnel, nurse stated that the child urinated immediately and the remaining piece of the catheter came out. Catheter was in place for only half an hour. Patient was recatheterized. Aquagel was used. Catheter was visually examined and no issue noted prior to insertion. No force was used. No patient injury reported.